Event description:
Related manufacturer reference number: 2017865-2022-11865, 2017865-2022-11866, 2017865-2022-11867. It was reported that the patient presented in the clinic for a laser lead extraction due to infection. Vegetation was noted on the leads. The pacemaker, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. The physician did not believe that the infection to be related to the device. The pacemaker was reused as a temporary pacer until the infection clears. A new rv lead connected to the pacemaker were placed in the patient's neck. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.